Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation.  Once the investigation has been completed, a supplemental medwatch will be submitted.  If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device bearings were damaged, the ball bearing fell apart, balls and parts of the cage were missing, the extension sleeves and color rings were damaged and the delta symbol was missing. It was further determined that the device failed pretest for temperature, cutter insertion and lock operation. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the date of returned for evaluation was dec 04, 2017. The correct date is jan 03, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device bearings were damaged, the ball bearing fell apart, the device was missing balls and parts of the cage were not available, the extension sleeves, the color rings were damaged and the delta symbol was missing and the device was discolored. It was also observed that the device failed pre-tests for cutter insertion, lock operation and temperature. It was determined that the device failed cutter insertion due to broken bearings not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.